Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with cracked battery tube threads.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 141 mg/dl. The customer reported that the battery cap not going down on the pump and staying screwed. The customer reported that the reservoir lip was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.